Event description:
Pt has indwelling codman eds 3 csf external drainage system and has an infection in his brain. We discovered that the closed drainage system can easily pull apart when wet or with traction, thereby eliminating the sterile closed system. The mfg rep reported to nursing staff that they are investigating and know that the glue does not hold when the product is wet.